Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the issue involves a 1102 check vent: primary alarm failed, confirmed through evaluation. There were no adverse reactions from the patient, and the incident required a swap before therapy. A diagnostic report (drpt) was not provided, and there was no diagnostic code displayed on the unit. Troubleshooting involved re-plugging and unplugging the speakers, after which the equipment returned to normal operation without personal injury. The unit did not require any parts or components to be replaced and successfully passed performance specification testing post-repair. The ventilator is now back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating there is an alarm failure, which was subsequently deactivated and replaced for the patient. There were no medical treatment measures taken and no patient injuries reported related to this incident. Resolution and disposition are pending - investigation ongoing.